Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking compression reconstruction plate broke postoperative. The patient initially underwent an open reduction internal fixation (orif) procedure on (B)(6) 2014. During this procedure, two forearm bone fractures were set. One fracture treated with an 8-hole reconstruction plate; the other with a 6-hole plate. The 8-hole reconstruction plate broke at a screw hole, postoperative. A revision procedure occurred on (B)(6) 2015. The original reconstruction plate was removed and replaced with a 3.5mm locking compression plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient¿s weight is unknown. Date of postoperative break is unknown. Complainant part is not expected for return as it has been retained by the hospital. (B)(6). Patient is ¿bedridden.¿ device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: (B)(4) - manufacturing date: august 9, 2013 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.